Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not reproducible and no performance issues were found. A visual inspection of blender did not show signs of physical damage. The fio2 (fraction of inspired oxygen) was changed to 30%, 60%, 90% and 100% while allowing it to flow at each setting for a minimum of 20 minutes. All readings at each set point were within 2% of set value which are within the +/- 3% specification.

Event description:
The customer reported to vyaire medical blender is reading high and out of spec at a dial setting of 21%. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.